Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number: 381812 and lot number: 4249029. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.

Manufacturer narrative:
The complaint that the catheter was perforated by the needle was confirmed. One 24ga insyte autoguard unit from lot: 4249029 was provided for investigation. A microscopic examination revealed a v-shaped breach in the catheter tubing near the tip. The damage was reportedly detected during use. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The instructions for use (IFU) indicate to inspect device for damage before insertion and caution do not use if device is damaged. The IFU also indicates to not reinsert the needle into the catheter during the insertion process as damage may occur. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Evidence of catheter (protector) perforated by the bevel. Outcome of the adverse event or incident: no harm. Detection of the adverse event/incident: during use of the md. Classification: non-serious adverse incident.